Event description:
Event description guidant received information that during an implant procedure the helix of this implantable lead was extended several times, after which it would not retract. The physician elected not to implant this lead, but rather, to return it for analysis.